Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be complete. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. It there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
On oct 2, 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately fifteen mins into the procedure, the prolieve system displayed a "low-water pressure" warning. The physician refilled the system, injected water into the cartridge and disconnected the prolieve catheter to refill the cartridge; however, the problem persisted. The physician opened another prolieve kit and utilized a second prolieve catheter to successfully complete the procedure. No pt complications were reported as a result of this event. This pt's condition was reported as "fine."